Event description:
A customer reported that, the unit of measurement setting of their freestyle flash meter changed. The customer increased their insulin dose based on the readings in the incorrect unit of measure. The customer lost consciousness. Paramedics were called. The customer was treated with liquid glucose and taken to hospital where she stayed for one night. The customer did not report observing any error messages or display icons on their meter. The customer's meter has been requested for investigation.

Manufacturer narrative:
Customer's meter has been returned to the lab and product testing did not confirm the readings complaint. All results were within range specification and no errors were observed during control solution testing. Memory overwrite was not observed.